Event description:
Boston scientific crm (bsc) received info that his right ventricular (rv) lead was implanted to provide temporary pacing support to the pt following system explant due to an infection. The pt was then taken to a recovery room, and during the post-operative evaluation, this lead dislodged. The pt was returned to surgery and the lead was successfully revised. The pt's heart rate was reported to have been in the teens for a period of time, but there were no adverse effects beyond the add'l surgical procedure. Dates provided by boston scientific. The implant and event dates don't correspond. Therefore, we will not report them.